Event description:
A customer reported to baxter (B)(4) an interlink leverlock cannula which came apart. According to the report, the one-way check valve came apart with the syringe. The event occurred during patient use. There was patient involvement and the patient lost "minimal amount of blood". There was no other patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a sample was returned for evaluation. A visual inspection was performed and revealed that the "check valve/syringe came apart from the level lock cannula". The root cause is determined to be due to inadequate solvent. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.